Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have received a button error alarm. Button error did not occur right after moisture exposure and buttons were not pressed longer than 3 minutes or longer. Customer states that insulin pump was exposed to moisture from a child wetting the bed on the side where insulin pump was located. Customer's blood glucose was 42 mg/dl, which was treated with food. Insulin pump would need to be replaced.